Event description:
It was reported that the patient passed away. The cause of death was unknown as the patient was found after a wellness check. The length of death before being found could not be determined. The patient possibly had pump stops in the past and driveline repair. The patient was on the orange cable and was at risk of future pump stops (2916596-2024-05262).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.